Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the(light blue) main body of the twist clamp on a minicap transfer set. It was further described as "the dark blue male portion of patient transfer set coming unscrewed from the light blue segment upon disconnect from treatment or patient line of cassette". This occurred after use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). Correction made to d10: concomitant product: cassette (previously submitted as ni) additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.